Event description:
It was reported the flexible silicone drill driver broke during case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device was discarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. One flexible silicone drill driver (item# 110010733, lot# 152382) was received and evaluated against the complaint. Product was identified by the etch on the driver end of the device. Visual inspection confirms that the quick connect sleeve and cap are fractured completely from the driver. The quick connect sleeve and cap were not returned for evaluation. Fractured wires from the shaft are protruding from the end of the black silicone overmold. The silicone overmold is twisted slightly near the fractured end and has several nicks/ cuts along the surface. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.